Manufacturer narrative:
(B)(4). A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A lesion in the right iliac artery with 100% stenosis was pre-dilated with an unknown device prior to stenting. A thrombus was found in the lesion after predilatation. A protege self-expanding stent was then attempted to be deployed in this lesion; however, the device did not deploy. A catheter-directed thrombolysis was then performed. No injury to patient.

Manufacturer narrative:
Device evaluation: the protégé gps self-expanding peripheral stent system was received for evaluation within its shelf carton and transportation tray. The protégé gps stent delivery system, (sds), was received in two pieces, the proximal paddle with stainless steel hypotube and proximal hub luer lock; and the distal paddle attached to the lock housing. Approximately 2cm of inner guidewire lumen is attached to the stainless steel hypotube. The inner guidewire lumen exhibits signs of tensile stretching. The stent was still engaged with the retainer and within the outer sheath.